Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). The event is under investigation to verify the social media sources allegations. Section "e" ¿ initial reporter" remains blank at this point, as no external reporter was involved. The manufacturer became aware of the information through review of publicly available online sources and therefore initiated the report on its own initiative.

Event description:
Hamilton medical ag has become aware of unconfirmed reports on social media that there was an alleged fire in a hamilton-g5 device at (B)(6). These reports indicate that the event took place on (B)(6) 2026. The unconfirmed reports also indicate that the event may have resulted in two injuries to patients and/or hospital personnel. Hamilton medical is investigating the event and will update this initial report once additional information or confirmation is obtained.